Manufacturer narrative:
B4: (B)(6) 2021. The customer confirmed that the reported failure could not duplicate the issue. The customer replaced the gas delivery system (gds) for precautionary purposes. The unit was tested, and it was returned to service.

Manufacturer narrative:
Further information provided noted that the device was being set up for patient use when the issue occurred, but no delay of therapy or patient harm was reported. Gas delivery system (gds) assembly was returned for failure investigation (fi). The fi noted that the data acquisition (da) board and oxygen solenoid valve were disassembled from the gds and not returned with the gds assembly. Visual inspection of the gds assembly identified no evidence of damage or contamination. The fi testing did not identify any failures with the gds assembly.

Event description:
The customer reported a co2 error msg. The customer reported the v60 diagnostic error code "low leak-co2 rebreathing risk." The customer also reported the v60 will not stay in standby. The device was not in clinical use. No patient or user harm was reported.

Manufacturer narrative:
The gas delivery system assembly was returned and tested; no failures were identified.